Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redx2472 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2020 nurse placed powerpicc solo. When attempting to insert the introducer into the patient¿s arm, intense resistance was met. While trouble shooting the resistance she pulled the introducer tip out of the patient (still threaded over the guidewire). Inspection of introducer and stylet and outer sheath found the leading edge had an irregular, thickened hard little knot of plastic. Nurse attempted to smooth with gloved had was made, but was unsuccessful. A second kit was opened and the introducer was used to successfully place the PICC. Patient experienced a mild panic attach, anxiety, and agitation during this event.